Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m having my hysterectomy and tube removal august 2nd') and bladder disorder ('bladder disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder disorder (seriousness criterion medically significant) and prolapse ("prolapse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bladder lift surgery and hysterectomy and tube removal august 2nd). Essure was removed. At the time of the report, the medical device removal, prolapse and uterine leiomyoma outcome was unknown. The reporter considered bladder disorder, medical device removal, prolapse and uterine leiomyoma to be related to essure. The reporter commented: I l also having a bladder lift using cadaver tissue at the same time quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Events fibroids & prolapse were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m having my hysterectomy and tube removal august 2nd / going to be e-free') and bladder disorder ('bladder disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder disorder (seriousness criterion medically significant), prolapse ("prolapse"), urinary retention ("retain urine and can't empty bladder, can't let it all go"), pelvic pain ("cramping probably due to the essure based on pain is") and autoimmune disorder ("autoimmune something") and was found to have uterine leiomyoma ("fibroids / 2 ping pong sized fibroids in uterus"). The patient was treated with tamsulosin hydrochloride (flomax) and surgery (bladder lift surgery and hysterectomy and tube removal august 2nd). Essure was removed. At the time of the report, the medical device removal, prolapse, uterine leiomyoma, urinary retention, pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, medical device removal, pelvic pain, prolapse, urinary retention and uterine leiomyoma to be related to essure. The reporter commented: I l also having a bladder lift using cadaver tissue at the same time patient feels like she has to pee all of the time, because she cannot let it all go. She went twice during urology appointment, and then a catheter was put in to see if she was empty, another 3 ounces came out. She needs a scope to see if there are any obvious problems, or if they need to operate on the urethra. Her doctor suggested she had fibro. She never got an official diagnosis, but she was told she had an autoimmune something going on. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New events "urinary retention", "pelvic pain" and "autoimmune disorder" were added. Event term of "uterine leiomyoma" was updated. Reporter causality comment was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m having my hysterectomy and tube removal (B)(6)) and bladder disorder ('bladder disorder') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder disorder (seriousness criterion medically significant). The patient was treated with surgery (bladder lift surgery and hysterectomy and tube removal (B)(6)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered bladder disorder and medical device removal to be related to essure. The reporter commented: I l also having a bladder lift using cadaver tissue at the same time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m having my hysterectomy and tube removal august 2nd') and bladder disorder ('bladder disorder') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bladder disorder (seriousness criterion medically significant). The patient was treated with surgery (bladder lift surgery and hysterectomy and tube removal august 2nd). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered bladder disorder and medical device removal to be related to essure. The reporter commented: I am also having a bladder lift using cadaver tissue at the same time incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.